Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump was staying indented after a few pumps. Troubleshooting was attempted to no avail. Upon examination it was noted that the pump had fluid, but the reservoir did not; a leak in the system was determined to be the cause. All components were tested but the leak location was not found; subsequently, the cylinders and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Corrected b5: description of event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump was staying indented after a few pumps. Troubleshooting was attempted to no avail. Upon examination it was noted that the pump had fluid, but the reservoir did not; a leak in the system was determined to be the cause. All components were tested but the leak location was not found; subsequently, the ipp was removed and replaced. There were no patient complications reported.